Manufacturer narrative:
The pump was monitored, and all operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or of no power alarms or other unexpected alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received an off no power alarm after inserting a new battery. The customer kept receiving off no power alarms. The insulin pump also alarmed communication error and readback error. The customer used different kinds of batteries but that did not resolve the issue. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.